Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) and stated that upon interrogation they noted there was (B)(6) events that present with a vp-vs rhythm. Ts advised that this rhythm typically the rhythm noted for loss of capture. The clinician stated that she would do a threshold test on the right ventricular (rv) lead to determine values. Additional information was received that the lead was surgically abandoned two days later during an upgrade procedure. An email was sent to the field representative in an attempt to obtain additional information from the clinic. The field representative has been unable to obtain any additional information. No adverse patient effects were reported.